Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) reached 558 mg/dl while wearing the pod longer than 48 hours on the hip/buttocks region. Patient alleged device to be working as intended for first 1.5 days, however, bg levels began to rise thereafter. Patient was taken to the emergency room (ER) and diagnosed with hyperglycemia. It should be noted that device's cannula was found bent, upon removal. Treatment included intravenous therapy, insulin, and anti-nausea medication. After 5 hours, patient was discharged from ER with a bg of 165 mg/dl. (B)(6).

Manufacturer narrative:
The returned device was evaluated and performed as designed. A slight bend was observed in the cannula, however, the distal tip produced insulin when the ratchet gear was rotated. It could not be determined when the bend in the cannula occurred and the cause of the bend could not be determined. No malfunction or other product condition that would have contributed to the reported hyperglycemia was found.